Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken by helicopter to the hospital. Customer stated that the blood glucose reading was below 15 mg/dl when paramedics arrived. Customer stated that his wife found him unconscious due to low blood glucose and she called the paramedics. Customer stated that his insulin pump was malfunctioning and was giving too much insulin. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the prime and no delivery alarm tests due to a faulty force sensor resistor. A cracked reservoir tube lip and cracked case noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.